Manufacturer narrative:
Device manufacture dates: battery pack - 08/2005. Battery pack - 02/2003. Battery charger - 04/2002. Device eval summary: device eval of battery charger and both battery packs have been completed. The reported problem was confirmed. First battery pack was rec'd with a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. Second battery pack functioned normally. Battery charger functioned normally. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement charger and battery packs.

Event description:
The daughter of a female pt called lifecor customer support to report that while getting ready for dialysis, the pt was prompted to replace battery (no remaining charge bars left). The daughter reports they took the fresh battery pack from the charger and it went through its normal start up mode but is displaying a "?" In the battery charge icon. The battery pack appears to be functioning normally but not communicating with the monitor. Support requested the pt remove and reinsert the battery pack (to see if a better connection could be made) however, there is still a "?" Showing. She was able to see her heart rate - all is functioning otherwise. A replacement charger and two battery packs were provided to the pt.